Event description:
Related manufacturer report numbers: 2916596-2021-02660 and 2916596-2021-02661. It was noted that the controller was very old, and had old fluid contamination which was visible on the white power lead of the patient¿s controller. It was reported the patient was doing fine and was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of "old fluid contamination" on the white system controller power cable was not confirmed. The system controller was not returned for evaluation and no photographs were submitted for review. It was reported that there is no plan to exchange the controller. The submitted log file contained approximately 8 days of data ((B)(6) 2021 per the timestamp). The log file captured a low speed/pump stop event from 10:02:39 to 10:02:58 on (B)(6) 2021; this is addressed via the heartmate touch investigation (manufacturer report number 2916596-2021-02661). Aside from the low speed/pump stop event, the pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on 02may2016. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 instructions for use (IFU) section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller power cables. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section d, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was in the clinic for a routine check-up. It was reported that while connecting to the power module the pump was not maintaining the fixed speed for a couple of seconds. The patient collapsed at the moment of pump stop and the vad coordinator pushed the alarm silence button to restart the pump. Log file review did not find any connection between the controller and heartmate touch prior to (B)(6) 2021, review of the log files revealed a pump stop on (B)(6) 2021 due to an intentional pump stop command being received shortly after connecting to the power module, which was connected to the heartmate touch (via bluetooth).